Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that during inspection, it was observed that the devices touchscreen was misaligned and could not perform screen calibration it was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the misalignment in the touch position. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Regarding the touchscreen accusation of 'touch panel was misaligned': the product investigation lab (pil) technician was unable to confirm the complaint of 'touch panel was misaligned.' The touchscreen flex circuit successfully passed all resistance tests. Add d4 (B)(4).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Regarding the touchscreen accusation of ¿touch panel was misaligned¿: the product investigation lab (pil) technician was unable to confirm the complaint of 'touch panel was misaligned.' The touchscreen flex circuit successfully passed all resistance tests.